Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system experienced dizziness. Interrogation of the device revealed noise with oversensing on the rv lead of this pacemaker dependent patient. However, there was no asystole greater than two seconds. The noise on the rv channel was reproduced with the valsalva maneuver. When isometrics were performed noise was only noted on the shock electrogram (egm). Rv sensitivity was decreased with apparent resolution of the issue. Boston scientific technical services discussed consideration of defibrillation threshold (dft) testing to assess sensing of ventricular fibrillation (vf). The field representative reviewed the information with the physician and, at this time, there were no plans for dft testing and the patient will be monitored. Additional information was received that the noise and oversensing continued and resulted in greater than two seconds of asystole, and the patient again, reported episodes of dizziness. The noise was reproducible with arm movements. Further reprogramming was done and the rv sensitivity was changed to the least sensitive setting. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.